Event description:
It was reported that while using the bd¿ vystra bsa fr pl 427c btn 2645c 80iu the customer stated the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. The following information was provided by the initial reporter, translated from spanish to english: apparently the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. We believe that this may be due to a difference in the height of the plunger, which can be seen in the attached images. In relation to the impact on their process, customer shares the following: is there any stoppage in your production lines? No, for the moment the assembly process has continued, it has only required more time and personnel. Are there actions that have been implemented to mitigate the problem? Yes, at the moment the following actions have been implemented: 1- rotate the cartridge when placing it in the assembler. 2- a person is required to carry out a 100% review of the assembly. 3- maintenance has been constantly supervising the operation of the equipment (assembler). Can you tell us if you had not implemented the corrective actions, would there be a line stoppage? Yes, due to the increase in defectives in each of the batches. Is there any risk of rejection of the batch or product? There is no risk of product rejection, but if a defective part is not detected during the visual inspection, we would have a risk of complaints from the customer. Recently, the customer carried out functionality tests on the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu, since in the comparison carried out there were no significant differences. Functionality testing execution date: april 18, 2023. During the execution of the functionality tests there was a problem related to the event they are presenting: of the 150 pieces evaluated, only 2 were found to be defective. Did you have any problems with the foam ring measurements between the same batch? Or do you notice any difference between the foam ring measurements between the validated batch and the defective batches? At the time of testing, no differences related to the foam ring were observed. Within your team, when establishing the values for the cartridge and bsa assembly force, were fixed values or ranges defined? During the functionality tests no equipment parameters were modified. Have they made any type of adjustment or modification to the assembly equipment after validation with the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu? During or after the execution of the tests, no modification or adjustment has been made to the equipment. Customer confirms that they have not made any value changes to the control parameters in the assembly team. Customer confirms that parts that are not assembled correctly in an assembly machine are rejected and classified for scrap. Customer confirms that defective parts cannot be assembled manually either.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for assembly problem detected in process. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition h3 other text : see h.10.

Event description:
It was reported that while using the bd¿ vystra bsa fr pl 427c btn 2645c 80iu the customer stated the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. The following information was provided by the initial reporter, translated from spanish to english: apparently the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. We believe that this may be due to a difference in the height of the plunger, which can be seen in the attached images. ******** in relation to the impact on their process, customer shares the following: is there any stoppage in your production lines? No, for the moment the assembly process has continued, it has only required more time and personnel. Are there actions that have been implemented to mitigate the problem? Yes, at the moment the following actions have been implemented: 1- rotate the cartridge when placing it in the assembler. 2- a person is required to carry out a 100% review of the assembly. 3- maintenance has been constantly supervising the operation of the equipment (assembler). Can you tell us if you had not implemented the corrective actions, would there be a line stoppage? Yes, due to the increase in defectives in each of the batches. Is there any risk of rejection of the batch or product? There is no risk of product rejection, but if a defective part is not detected during the visual inspection, we would have a risk of complaints from the customer. *** recently, the customer carried out functionality tests on the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu, since in the comparison carried out there were no significant differences. Functionality testing execution date: (B)(6) 2023 during the execution of the functionality tests there was a problem related to the event they are presenting: of the 150 pieces evaluated, only 2 were found to be defective. Did you have any problems with the foam ring measurements between the same batch? Or do you notice any difference between the foam ring measurements between the validated batch and the defective batches? At the time of testing, no differences related to the foam ring were observed. Within your team, when establishing the values for the cartridge and bsa assembly force, were fixed values or ranges defined? During the functionality tests no equipment parameters were modified. Have they made any type of adjustment or modification to the assembly equipment after validation with the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu? During or after the execution of the tests, no modification or adjustment has been made to the equipment. *** customer confirms that they have not made any value changes to the control parameters in the assembly team. Customer confirms that parts that are not assembled correctly in an assembly machine are rejected and classified for scrap. Customer confirms that defective parts cannot be assembled manually either. ***

Event description:
It was reported that while using the bd¿ vystra bsa fr pl 427c btn 2645c 80iu the customer stated the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. The following information was provided by the initial reporter, translated from spanish to english: apparently the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. We believe that this may be due to a difference in the height of the plunger, which can be seen in the attached images. In relation to the impact on their process, customer shares the following: is there any stoppage in your production lines? No, for the moment the assembly process has continued, it has only required more time and personnel. Are there actions that have been implemented to mitigate the problem? Yes, at the moment the following actions have been implemented: 1- rotate the cartridge when placing it in the assembler. 2- a person is required to carry out a 100% review of the assembly. 3- maintenance has been constantly supervising the operation of the equipment (assembler). Can you tell us if you had not implemented the corrective actions, would there be a line stoppage? Yes, due to the increase in defectives in each of the batches. Is there any risk of rejection of the batch or product? There is no risk of product rejection, but if a defective part is not detected during the visual inspection, we would have a risk of complaints from the customer. Recently, the customer carried out functionality tests on the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu, since in the comparison carried out there were no significant differences. Functionality testing execution date: april 18, 2023. During the execution of the functionality tests there was a problem related to the event they are presenting: of the 150 pieces evaluated, only 2 were found to be defective. Did you have any problems with the foam ring measurements between the same batch? Or do you notice any difference between the foam ring measurements between the validated batch and the defective batches? At the time of testing, no differences related to the foam ring were observed. Within your team, when establishing the values for the cartridge and bsa assembly force, were fixed values or ranges defined? During the functionality tests no equipment parameters were modified. Have they made any type of adjustment or modification to the assembly equipment after validation with the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu? During or after the execution of the tests, no modification or adjustment has been made to the equipment. Customer confirms that they have not made any value changes to the control parameters in the assembly team. Customer confirms that parts that are not assembled correctly in an assembly machine are rejected and classified for scrap. Customer confirms that defective parts cannot be assembled manually either.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.